Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during a stomach cancer procedure, the firing knob was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5971u. Photo evaluation summary: upon visual inspection of two photos, the following was observed: the first photo shows only the half of ntlc device from top view and the slip block assembly can be seen damaged, due to the firing knob was detached. The second photo shows a black reload and it was noted partially fired with appears to be 49 drivers up and the swing tab in locked position. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism nonfunctional as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: did any piece or pieces of the firing knob fall into the patient? No. Will all pieces be returned with the device? Yes.